Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/07/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was peeling by the ok key. Evaluation also revealed that the audio bolus button was torn. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed that the keypad buttons responded appropriately. The keypad buttons have normal spring back or click. There was evidence of contamination found under the contrast keypad button. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. Also unrelated to this complaint, a battery compartment leak and moisture corrosion was found. Unrelated to the complaint, evaluation revealed that the vibrator motor was not working. The alleged malfunction is not likely to cause an adverse event because the audible alarm mechanism still function and will still alert the user should the pump emit an alarm.

Event description:
The patient claimed that the all buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.